Event description:
Patient had a malfunction during her infusion last night. She only got about 3/4 of her dose. She is feeling fine. Rph advised to contact md if she has any flares or problems. Patient understands. A message was left for md office to notify them. Did the product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? Patient only got about 3/4 of her dose but she is feeling fine. No medical intervention provided; is the actual device available for investigation? Yes; device is being returned did we replace the device? Yes; did the patient have a backup device they were able to switch to? Unknown; was the patient able to successfully continue their infusion? Only 3/4. Reported to (B)(6) by pt/caregiver.